Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm for invasive blood pressure (ibp) on (B)(6) 2019 between 14:03 and 14:06 for the patient in bed 4 in tiva. No death or patient injury or harm was reported.